Manufacturer narrative:
Reference record (B)(4). Catalog number is the international list number which is similar to us list number of 062912. The device involved in the event was discarded; therefore, a return sample evaluation is unable to be performed. (B)(4). A buried bumper is a known complication of a peg tube placement. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.

Event description:
On (B)(6) 2015 a patient in (B)(6) underwent a procedure for the placement of percutaneous endoscopic gastrostomy (peg) tube with jejunal (peg-j) tube. It was reported that the patient was hospitalized on (B)(6) 2020 for a device replacement when a buried bumper syndrome was discovered. The issue was solved and the device replaced. The patient is at home with an abdominal dressing with daily dressing changes. External drainage. The patient was prescribed systemic antibiotic therapy. No additional information is available.